Event description:
As stated by the customer on (B)(6) 2010: "while lifting a resident in a chorus, the resident was being supported only by the velcro safety strap. The resident slid out of the strap and dislocated her shoulder. It was noted that the nurses stated, "resident is among the residents that cannot support her own weight." This was all that was given to the tech for information on what happened." (B)(4).

Manufacturer narrative:
We are reporting according to (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab (B)(4) on behalf of our sales and distribution company in the USA, (B)(4). The submission of this report and related information does not necessary reflect a conclusion by arjohuntleigh that the report or information is an acknowledgment that arjohuntleigh, arjohuntleigh employees or arjohuntleigh products caused or contributed to the reportable event. Additional information will be provided upon conclusion of the manufacturer's investigation.